Event description:
The surgeon reported tissue adhesion to the bowel but was able to separate it. The surgeon usually performs laparoscopic surgeries, but this was a complicated open case. The surgeon had to re-operate for unspecified reasons and adhesions to the bowel were noted but were not deemed severe enough to require adhesiolysis. The permacol remains implanted.